Event description:
Caller states the patient was displaying symptoms of a deep vein thrombosis (dvt). The patient tested 4.2 inr on the coaguchek xs system and was sent to the hospital. A comparison lab returned as 2.9 inr and a dvt was confirmed via ultrasound. The patient was admitted to the hospital. The patient's coumadin was discontinued and he was treated with heparin. The patient is in stable condition. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.